Event description:
Dr. Came into surgical case to perform a liver biopsy. We opened the laparoscopic sonicision along with the sterile generator instrument to properly use it. Device flashed red. After several attempts by the scrub tech to get the sonicision to work we ended up having to open a new laparoscopic sonicision handpiece. The original handpiece was faulty and the second handpiece opened, worked. The case progressed and there was no harm to the patient.